Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace impedance measurements when it comes to this right atrial (ra) lead were intermittently out of range and low. The device was programmed to vvi mode in (B)(6) 2014 and the issue was resolved. No adverse patient effects were reported. Additional information noted that this patient will be seen and an assessment will be performed. Possible induction testing was also discussed as well as changing the shock vector. Ts discussed to not consider programming the rv coil to can as it is known that the high shock impedance fault that was detected included a shock delivery path through the distal coil and all programmable shock vectors must include the distal coil. Ts noted that it is possible that the painless shock impedance test can show high impedance in triad and normal in rv coil to can but that test is measuring the impedance differently than when a shock is being delivered. The painless test will measure each leg of the triad individually by injecting a small current and measuring the voltage that creates and then uses ohm's law to calculate the impedance. Ts noted that when a shock is delivered the device is actually just measuring the time of the first phase of the biphasic waveform as that will be directly proportional to the overall shock impedance. Ts noted that the painless test may still show normal shock impedance but because there was the fault detected there is still less confidence that the lead and/or device is safe thus it was recommended to replace both. A possible implant of an s ICD system was discussed and ts noted that this would be fine but it will be important to be sure to either extract the leads or be sure to cap them appropriately if they are abandoned. A revision will be done to implant an s-ICD system. It was noted that the old system will not be explanted but will be deactivated.

Event description:
Additional information noted that the system was explanted. The device will be returned while the leads were surgically abandoned. No additional adverse patient effects were reported.